Event description:
It was reported that the14f isleeve introducer sheath detached and was left in the patient. Procedure summary: the iliac vasculature was narrow and severely calcified. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was advanced into position. The physician predilated the 14f isleeve introducer sheath with a balloon catheter. A non-bsc valve was advanced into through the 14f isleeve introducer sheath with a turning motion. The physicians suspected the radiopaque portion of the 14f isleeve detached when the nosecone of the non-bsc valve system was being advanced through the 14f isleeve introducer sheath. The procedure was continued and the non-bsc valve was successfully implanted to treat the native aortic annulus. The non bsc valve system was removed from the patient with no issues noted. When the 14f isleeve introducer sheath was removed, it was confirmed that the radiopaque portion of the 14f isleeve introducer sheath had detached and migrated peripherally inside the patient. Patient status: no patient consequences were reported.

Manufacturer narrative:
Device analysis: the 14f isleeve introducer sheath was returned for analysis. Returned device consistent of a 14f isleeve introducer sheath without the dilator. Analysis of the tip sheath, and hub/valve of the 14f isleeve introducer sheath was completed with microscopic and visual inspection. Analysis of the sheath confirmed that each of the three (3) seams had expanded along the seam lines and were consistent with use of the 14f isleeve introducer sheath. Four (4) kinks were identified along the sheath of the 14f isleeve introducer sheath at approximately 9.5cm, 10.5cm, 17cm and 19.5cm. The tip of the 14f isleeve introducer sheath was observed to be damaged. The tip tears occurred along seams 2 and 3 and were consistent with use of the 14f isleeve introducer sheath. However, the tip tear along seam 2 is unusually large and is indicative of a piece of the tip missing. Although the missing piece was not retrieved, based on analysis of the tip, it is most likely that a tip detachment occurred.

Event description:
It was reported that the14f isleeve introducer sheath detached and was left in the patient. Procedure summary: the iliac vasculature was narrow and severely calcified. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was advanced into position. The physician predilated the 14f isleeve introducer sheath with a balloon catheter. A non-bsc valve was advanced into through the 14f isleeve introducer sheath with a turning motion. The physicians suspected the radiopaque portion of the 14f isleeve detached when the nosecone of the non-bsc valve system was being advanced through the 14f isleeve introducer sheath. The procedure was continued and the non-bsc valve was successfully implanted to treat the native aortic annulus. The non bsc valve system was removed from the patient with no issues noted. When the 14f isleeve introducer sheath was removed, it was confirmed that the radiopaque portion of the14f isleeve introducer sheath had detached and migrated peripherally inside the patient. Patient status: no patient consequences were reported.